Manufacturer narrative:
Additional narrative: same patient as MFR# 2183959-2019-61609.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because the device would not inflate. A new ipp pump was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.